Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported blank screen appeared on their freestyle meter. Customer reported experiencing symptoms of shakiness, extreme thirst, fatigue and numbness on his lips. Paramedics were called and treated customer with IV fluids and an unknown shot. Customer was then transported to medical center where he was diagnosed with severe hypoglycemia. The treatment at the hospital is unknown, an investigation into the details is in process.